Manufacturer narrative:
Manufacturer's investigation conclusion: an "intentional pump stop" event was confirmed via the submitted controller event log files. Additionally, analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2019. An intentional pump stop event was observed on (B)(6) 2019 at 11:44:26 due to the motor stopped command being received on the system monitor. This event lasted for 1 second before the pump returned to the set speed. The event was followed by a change in the patient's set speed. The log files contained multiple low flow events when the estimated flow dropped below a threshold of 2.5 lpm. 6 of these events lasted long enough to trigger a low flow alarm. No other atypical alarms were observed and the pump operated above the low speed limit before and after the pump stop event. Additional information was requested, but not provided. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. This IFU states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This IFU further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that during the analysis of the log file that there was a temporary pump stop due to an left ventricular assist device (lvad) internal fault on (B)(6) 2019. The pump recovered immediately. Low flows were also observed. The pump is seeing a reduction in blood volume. There were no other unusual events seen within the log files. No further information provided.